Event description:
Reportedly, while pt was awaiting admission to the emergency room pt was being in the subject incubator. The pt's family member fell asleep and when they awoke, they found the pt on the floor, apparently having fallen out of the porthole. The pt was thoroughly evaluated at the hosp and no injury was found. Pt has since been moved to a different hospital, and the equipment was removed from service. The biomedical engineer who reported the event indicated that prior to the alleged incident, the incubator was overdue for routine maintenance and the porthole latch was loose, but the hopsital continued to use the equipment.